Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose was 140 mg/dl; customer did not know cause. Correction bolus was delivered via the pump and insulin injection were used to address bg. During pump system check with the customer, insulin was not observed exiting the tubing. Upon follow up, customer reported bg was 86 mg/dl. No issues with the infusion set site, tubing or cannula were identified. Customer changed all pump supplies to resolve the issue. Customer acknowledged that the issue found was cause of elevated bg.